Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for his wife via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 56 mg/dl and the sensor glucose was 190 mg/dl at the time of the incident. Customer reported current blood glucose was 250 mg/dl. Customer reported that wife states that low is set to 90 and she was in auto mode and pump did not suspend. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.